Manufacturer narrative:
This complaint was opened to the reported events of a company system changed settings by itself and would not work with the remote control prior to a procedure. The sr report does not indicate that the reported event system changing mode by itself was replicated. The service report (sr) report indicates that the reported event of system would not work with remote control was confirmed and attributed to a non-conforming remote control. The company rep used a spare remote control to complete a system functional test per stp and confirmed that the system met specifications. The system was found to meet specifications; therefore, the root cause of the reported event of system changed settings by itself cannot be established. The root cause of the reported event of system would not work with remote control can be attributed to the non-conforming remote control. (B)(4).

Event description:
A health care professional reported that a system changed settings on its own and the remote control will not work before a procedure. There was no patient involved.